Event description:
The patient called to report that pt had used the suspect device to test their blood glucose and pt obtained a result of 104mg/dl. Pt felt like their blood glucose was going down. About 30 to 35 minutes later pt collapsed. Paramedics were called and they tested their blood glucose at 45mg/dl on their equipment. Pt was given an IV and orange juice. Pt had also run two tests with glucose controls and both results were within range (64 and 65, range of 47-77). The suspect device was replaced with new product and authorized for return to the manufacturer for eval.